Event description:
On 03/14/2025, a sales representative reported via (B)(4) that an ar-8925t syndesmosis tightrope xp had the tightrope loose and had to be replaced. This issue occurred after tensioning the tightrope and cutting off sutures, leaving a suture tail. This was discovered during a procedure, with no reported patient harm. Additional information was received on 03/20/2025:the case was completed using another ar-8925t syndesmosis tightrope xp. It took an additional ten minutes to remove the implant and insert another implant. The button and sutures were fully removed. No adverse effects have been reported. This was discovered during an ankle orif with syndesmosis repair on (B)(6) 2025.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: g3, h3, h6. Complaint allegation is not confirmed. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force used during suture passing/tightening /tensioning.